Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify possible under delivery anomaly due to buttons not responding. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering and alleges insulin pump. The customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting for the possible under delivery. The customer reported that her blood glucose was high and she treated the same by using insulin pump. The customer performed displacement test and the test was passed. The insulin pump will not be returned for analysis.